Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2007162. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were inspected and no signs of defect were identified. Per the provided feedback, we understand that a clogging issue could have occurred due to an error in the assembly process. If the cannula was not placed correctly within the hub, the adhesive used to join the pieces may have blocked the cannula. The connectivity issue could be related to excessive pressure with the devices, due to a clogged cannula. Every thirty minutes clog condition is visually inspected by the machine operator. Additional inspections are also performed for each batch of cannulas used. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced a clogged needle. The following information was provided by the initial reporter: dispensing liquid medicine, unable to extract liquid medicine after preparation, found that the needle is blocked. This may cause discomfort to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced a clogged needle. The following information was provided by the initial reporter: dispensing liquid medicine, unable to extract liquid medicine after preparation, found that the needle is blocked. This may cause discomfort to the patient.